Event description:
Consumer called stating that when he tries to brake going down a hill in his trsx5 manual wheelchair the wheels allegedly slip and the spokes allegedly stick out causing an irritation on his hands. Additional information received through a follow up call to consumer. Consumer uses his hands and thumb in the spokes to brake, using the handrim of the wheel. Sometimes the wheel will slip off or he'll hurt his thumb. No injury is being alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model trsx5, serial number/date (B)(4) is approximately 2 months old. The owner's manual part number 1110550 rev g (feb-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.